Event description:
It was reported via repair work order that the footboard function was intermittent due to a faulty electric circuit.

Event description:
It was reported via repair work order that the footboard function was intermittent due to a faulty electric circuit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was determined initial report 0001831750-2013-03082 was filed in error. This product is now being manufactured by groupe bertec, (B)(4), who is responsible for all regulatory reporting. This complaint has been sent to groupe bertec for reporting determination.